Event description:
Information received that after brake/steer pedal is set to brake position stretcher still rolls. No injury reported.

Manufacturer narrative:
Stretcher located on 3th floor. Technician found that the stretcher will still roll in brake position. Adjusted brake position for all four casters to resolve this issue.